Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician delivered the smart control 7 x 80 stent to the target lesion after pre-dilation and encountered some resistance/friction during deployment. Due to the friction/resistance reported, the stent jumped forward and was deployed away from the intended target lesion. Another smart control 7 x 80 stent was deployed to cover the lesion and complete the procedure successfully. There was no reported patient injury and the patient is in stable condition. The target lesion was the right external iliac. The lesion was reported to be: moderately calcified, mildly tortuous, and a 100% stenosis. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The product was prepped properly according to the instructions for use (IFU). The diameter of the unconstrained stent size was 1-2 mm. Larger than the vessel diameter. There was no problem reported in advancing the stent delivery system (sds) to the target lesion or unusual force used. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during an interventional endovascular procedure, the physician delivered the smart control 7 x 80 stent to the target lesion after pre-dilation and encountered some resistance/friction during deployment. Due to the friction/resistance reported, the stent jumped forward and was deployed away from the intended target lesion. Another smart control 7 x 80 stent was deployed to cover the lesion and complete the procedure successfully. There was no reported patient injury and the patient is in stable condition. The target lesion was the right external iliac. The lesion was reported to be: moderately calcified, mildly tortuous, and a 100% stenosis. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15462607 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.